Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemic event while sleeping, reached a low of 51 mg/dl for approximately 45 minutes, treated with oral glucose tablets, and returned to 92 mg/dl before eating breakfast; the medical device problem and device component could not be specified due to insufficient information. Symptoms included hypoglycemia and mild irritation. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information regarding a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.